Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the returned device found the nozzle clogged with foreign material during evaluation; however; the customer returned the device without reprocessing due to the aspiration issue which caused the foreign material to remain in the nozzle. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation found bending section rubber adhesive was deteriorated and separated on the thread-wound sections. Insertion tube buckling, and coating peel-off/buckled on protector insertion section, angle knob rotation/angulation directions/knob play/bending angles failed. Due to clogging of nozzle; no water was fed. Due to wear of angle wire; bending angle in up direction did not meet the standard value. Due to wear of angle wire; bending angle in down direction did not meet the standard value. Due to wear of angle wire; bending angle in right direction did not meet the standard value. Due to wear of angle wire; the play of up/down knob was out of the standard value. Due to wear of forceps elevator lever; up/down knob could not be locked securely. Grip had a scratch, scope-cylinder had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that the evis exera lll gastrointestinal videoscope had an aspiration issue. Where in the air/water nozzle was clogged. The issue was found during reprocessing. Inspection and testing of the returned device, found nozzle clogged with foreign matter. That could not be removed even when correct reprocessing technique was performed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.